Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: received one 0.032" x 60cm spring wire guide (swg). The returned swg was unraveled at the distal end and had multiple bends along its length. The core wire was separated adjacent to the distal weld which remained attached to the coil wire. The proximal weld was intact without separation. No pieces appeared to be missing. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The device history record for the swg was reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of swg unravelling was confirmed through visual inspection of the returned sample. The potential cause could not be determined based upon the samples and information provided. A CAPA has been initiated to address this issue.

Event description:
It was reported that the md was able to slide the spring wire guide (swg) in easily for the first few inches, but then started having trouble getting it to thread all the way through. After the swg was finally threaded, he tried to pull it out; however, it was lodged in the catheter. It took the md ten minutes of manipulating the patient's shoulder/arm to get the swg out. After removal, the swg appeared as stripped and frayed at the end.